Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon is well folded and shows no signs of inflation. Stent imprints on the balloon surface indicate that the stent was initially crimped centered in between the two radiopaque markers. The stent was not returned for analysis. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. It should be noted that, according to the orsiro mission IFU, it is not advised to treat patients with chronic total occlusions.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion (90 percent stenosis degree) in severely tortuous lad. During lesion crossing resistance was felt. During the attempt to withdraw the stent system, the stent dislodged from the delivery balloon. The dislodged stent was adapted against the vessel wall.